Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "yesterday at 7:00 am I replaced the icp meter because the black box showed a red light. When connecting the same catheter (sensor) to another box, the icp could not be replaced. (Cathether box that was thrown away would have been kept)". No additional information was provided after several attempts.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.